Event description:
It was reported that balloon rupture occurred. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, on the second inflation at 20 atmospheres for 30 seconds, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.